Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and inhibiting the left ventricular (lv) lead pacing. Technical services (ts) recommended the patient be brought into the clinic and programming changes can reduce the oversensing. This device remains in service. No adverse patient effects were reported.